Event description:
It was reported that during a follow-up, it was found that the patient had received a notifier alert 3 months prior due to high, out of range, pacing lead impedance, but did not report it to the clinic. Chest x-ray revealed that the lead was kinked and twisted. It was noted that the patient would be scheduled for lead replacement. No further information is available at this time.

Event description:
New information received notes that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.